Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer called and reported the insulin pump went dead and he tried four different new batteries. Customer's blood glucose was 68 mg/dl. Customer treated by eating. The insulin pump was not bumped, dropped, or exposed to moisture. The battery cap contacts were not missing or damaged and no other relevant corrosion or damage was noted. Following advice to remove battery for 10 minutes and reinsert the new battery, customer stated the display did not return. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.